Manufacturer narrative:
The was no patient involvement. Device lot is unknown. Therefore, expiry date and UDI are unknown. Device availability has not been clarified. Device lot is unknown. Therefore, manufacturing date is unknown. Livanova USA inc manufactures the connector. The incident occurred in institution (B)(6). Livanova is following up with the customer to clarify device availability and when the issue was identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc received a report that, during weaning of the patient, a blood leak in the retrograde cardioplegia cannula was seen. Medical team elected to change-out the cannula. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Livanova received a report stating that, during weaning, there was a blood leak coming from the body of the retrograde cardioplegia cannula. The customer had to change the cannula. The lot was not never provided, and it remains unknown. The patient was not affected. A photo was provided as evidence of the defect, showing that the point of the leak was the connection between two tubings of different cross-sections. No additional information could be collected despite attempts with relevant distributor. Review of livanova complaint database did not identify any other event in the last 3 years related to the same catalogue item code. Therefore, a systematic manufacturing defect can be ruled out and the event is an isolated case. The assembly process of the involved cannula is manual. Livanova believes the most probable root cause of the event is an isolated manufacturing deviation during the assembly phase enhanced by handling during use by the customer. The risk is in the acceptable region. No corrective action is deemed necessary. Livanova will keep monitoring the market.